Event description:
Reporter alleged according to the blood glucose meter memory, at 9:05 am there was a result of 251 mg/dl compared back to back to a result of 119 mg/dl. Customer stated glucose readings had been higher laterly, however, there were no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.